Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as an unidentified (tear) opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reports, capsular contracture, baker grade unknown. The device has been explanted.